Event description:
Pt reported obtaining back-to-back blood glucose result of "hi" (> 600 mg/dl) and "lo" (< 10 mg/dl) on the active system. Pt stated that, at the time the results were obtained, she was not exhibiting symptoms of hyperglycemia or hypoglycmeia. Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Qc testing had not been performed on the active system. Pt did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped. Active system: active strip lot 22950432 with expiration date 03/31/2008.

Manufacturer narrative:
The active test strips are the suspect device.